Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown transurethral resection of bladder tumor that the subject device had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: corrosion of electrical contacts. Based on the results of the investigation, the complaint could not be confirmed. However, the definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.